Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: weak, tired, shaky and nauseous. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on 16-sep-2024 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated her symptoms have not improved. Customer stated she is shaky and feeing nauseous. No medical intervention since the last call was reported. Customer stated that the replacement products did not resolve the initial concern: internal report reference number (B)(4). Note 2: manufacturer contacted customer in a follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer stated that she has not used the true focus meter since may. The customer does not know her expected blood glucose test result range. The customer reported feeling weak and tired; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: lo date:(B)(6) 2024 time: 9:41 pm fasting/non-fasting unknown. Result 2: lo date:(B)(6) 2024 time: 9:39 am fasting/non-fasting unknown. Result 3: 145 mg/dl date (B)(6) 2024 time: 8:37 pm fasting/non-fasting unknown . Result 4: 132 mg/dl date: (B)(6) 2024 time: 8:04 pm fasting. Result 5: 150 mg/dl date: (B)(6) 2024 time: 7:13 pm fasting.